Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken and contaminated, both bail covers were missing, the ring cover was broken, the atrial output connector was broken, the battery contacts were compressed, both bails were missing, the ring was missing, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.